Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged.

Event description:
It was reported that this right atrial lead was surgically abandoned due exhibiting high impedance measurements ands noise. It was suspected that this malfunction was due to the lead experiencing a clavicle crush from poor medial stick at implant. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was surgically abandoned due exhibiting high impedance measurements ands noise. It was suspected that this malfunction was due to the lead experiencing a clavicle crush from poor medial stick at implant. Another lead was implanted instead. No further adverse patient effects were reported.